Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer uses cold insulin to load cartridges. Customer¿s blood glucose was 400mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.